Event description:
It was reported via repair work order that the power load was not locking into the cot due to a misaligned charging bracket on the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.